Manufacturer narrative:
This supplemental report is being submitted to provide the results for device evaluation and manufacturing review, correct the lot number. The device was returned to olympus for evaluation. The evaluation of the device did not duplicate the complaint. No functional problem or device damage was found in the evaluation. A review of the lot history / device history record also showed that the lot had passed final release testing, including verification of labeling, and packaging of instructions for use.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the pro code.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event has not been confirmed. Based on similar complaints, a potential cause for the injury is operator technique, combined with this specific case in which tissue was obstructing the surgical site. The device instruction manual contains warnings to prevent thermal injury: ¿whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns. ¿ ¿only the grasping section should come in contact with the tissue. If other parts (e.g., the metal area around the grasping section or shaft of the thunderbeat instrument) come in contact with the tissue, they may cause burns due to current leakage.¿

Event description:
Olympus was informed that towards the beginning of a vaginal hysterectomy, the physician observed a thermal injury on the small bowel, at or near the shaft of the device, while the distal actuating area was being used to cut and seal uterine ovarian ligaments. The physician noted that the procedure was impacted by small bowel tissue intruding into the surgical area due to the patient¿s high body mass index. The device was removed from use and the procedure completed using a similar device with no further reported incident. No additional medical or surgical intervention was required.